Event description:
Note: this report pertains to the first of two device complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2009-04524 for the associated device information. It was reported to boston scientific corporation on 08/31/2009, that two extractor rx retrieval balloons were used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the physician used the first balloon several times and after a subsequent pass the balloon ruptured inside the patient. The physician removed the balloon from the patient, the balloon was in tact, nothing was left inside the patient. The physician used another balloon and same issue occurred. Both balloons were tested prior to use and tested fine. The procedure was completed with a third extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).